Manufacturer narrative:
Unit received a64 alarms due to faulty y-1 on rfb.

Event description:
The customer reported via phone call that the insulin pump alarmed indicating that it failed the self test. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.